Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm icl implantable collamer lens, in the patients left eye (os). The lens was reported as excessive vaulting and the anterior chamber was shallow. The surgeon rotated the lens vertically to decrease the vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.